Event description:
During a lap splenectomy procedure, the doctor was completing procedure when the device stopped working and the generator gave instrument error. Scrub tech attempted to clean blade, retested. Still did not work. Opened another device and completed the procedure. No patient consequence.